Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "early or late postoperative, infection, and allergic reaction." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00372 / 00373).

Event description:
Patient had an allergic reaction and is allergic to nickel. No revision procedure has been reported to date.